Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: h6 (device code). Corrected: h6 (closure codes). Product complaint # (B)(4). Investigation summary : the device associated with the reported event was not returned to the investigation site for evaluation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2015, the patient underwent total left knee arthroplasty due to degenerative arthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with depuy knee system and competitor bone cement. On (B)(6) 2019, the patient underwent a left knee revision due to loosening of the tibial component, subsidence, and pain. The surgeon reported the tibial component was grossly loose at the implant and component interface and was removed with one tap. The surgeon reported subsidence of the tibial component. He noted a well-fixed femoral component which was revised. The patella was retained. The patient was implanted with a competitor system and there were no complications to the procedure. Doi: (B)(6) 2015, dor: (B)(6) 2019 (lt knee).